Manufacturer narrative:
Event date is approximate. (B)(4). Concomitant medical products: product ID: 3889-28, v138335 implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had an incident at her job where a patient latched on her and twisted her and smashed the wire out of the bladder in 2012 and doctor replaced the device in 2013. No further complications were reported or are anticipated.